Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 62 mg/dl after a prior period of elevated glucose following a larger-than-usual restaurant meal that was not announced as ¿more than,¿ and the user also exercised on a stationary bike without pausing insulin; troubleshooting and education were completed regarding correct meal announcements and the exercise pause feature. Symptoms included hypoglycemia without loss of consciousness or other medical complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device-reported glucose trends and user-reported use conditions. Investigation of this case revealed user-related use error involving incorrect meal size announcement and lack of insulin pause during exercise, which likely led to algorithm-driven increased insulin delivery overnight and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and exercise management.